Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that a stent could not be implanted. The physician wasn't able to guide the 4.0 x 28mm promus premier drug-eluting stent into the target lesion located in the proximal left circumflex that was both moderately calcified and tortuous. The vessel had been predilated by a 3.0 balloon and had 10-20% stenosis. The operator tried to advance the stent from the left main into the proximal left circumflex artery to treat a lesion further distally in the circumflex artery but still a proximal lad lesion. The operator was not able to forward the stent through the first circumflex curvature. As he was not able pass the curvature to advance the stent further distally into the vessel he moved the stent backwards into the left main a little bit and tried a second time without success. The physician withdrew the whole system and inspected the stent outside the patient as they had planned to use the stent again. It was noted that kinked stent struts looked outwards of the stent nearly in the middle of stent. The procedure was completed with a different device and the patient had no injuries or issues. The device was retuned for analysis and the investigation was completed. A visual examination of the stent found that the stent was damaged on the mid-section stent strut row with stent struts pulled distally and lifted. The undamaged stent outer diameter was measured using a snap gauge and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.